Manufacturer narrative:
The pump is still in use supporting the pt; however, the replaced portion of the percutaneous lead was returned to the MFR for evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator the pt experienced a red heart (low flow/pump stop) and low speed alarms. At the time the pt was connected to the power module. While on the phone, the pt changed to battery power and alarm resolved. The pt's wife exchanged the pt's system controller. The backup system controller was on ac power and as soon as the pt's wife connected the driveline to the backup system controller, the red heart alarm occurred again. The pt's wife was instructed to place the pt back on his primary system controller which was on battery power, and once she did the alarms resolved. The pt was transported to the hospital, and in the emergency room, the pt was connected to the hospital's power module. Red heart alarms occurred again (low flow/pump). Once both powers leads were connected to battery power in the alarms resolved. Log files were retrieved during the event and were reviewed and it was suspected that there was an issue with the percutaneous lead. The distal end portion of the percutaneous lead was replaced 4 days later. The pt remains ongoing.